Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on 02/28/2016 to report that the receiver displayed err121 on 02/28/2016. The patient did not report injury or medical intervention. No additional patient or event information is available.